Manufacturer narrative:
(B)(4). Batch #: unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any damage on the device jaw? Could you provide a photo of the tip of the device anvil? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a gastric bypass, the buttress was misaligned it did not have three lines on either side of the staples. There were three on the patient side and two on the specimen side. Material looked frayed. When removing the stapler it stuck a little. Case completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 02/01/2021. Additional information was requested, and the following was received: is it known where the fraying was observed? Fraying observed where knife blade went thru. Was the anvil side or cartridge side that experienced the misalignment? Unsure. Is a procedure video available? No video available.